Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Cerebrovascular disease (event date: (B)(6) 2023), adverse event not serious transient cerebral ischemia (event date: (B)(6) 2025) both events are undetermined as related to: odevice, oprocedure, opre-existing condition, unanticipated events." Patient outcome: "action (unknown) was taken to treat adverse event."

Manufacturer narrative:
Second follow-up is being submitted to correct field g3 that was inadvertantly left blank. All relevant device history records (dhrs) for the treo bifurcate (b2) abdominal stent-graft system (28-b2-28-100s) with final assembly lot# b201202172, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2020, there were no nonconformances or reworks in relation to the device. A review of the device history record showed no issues were found during the manufacture of the device. The pre-case plan and CT studies were requested on 07/03/2025 and 01/06/2026; however, an email response from the case representative, (B)(6), stated there were no images for this patient. The patient underwent an evar procedure with a treo bifurcate device on (B)(6) 2022. One year later, on (B)(6) 2023, the patient developed an adverse event of cerebrovascular disease. On (B)(6) 2025, the patient experienced the adverse event of transient cerebral ischemia. As the patient exhibited pre-existing comorbidities, it is possible that those impacted neurological functions. However, with the limited information provided and lack of CT imaging, the root cause of the reported failure of stroke could not be determined. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. With the limited information provided and lack of CT imaging, the root cause of the reported failure of stroke could not be determined.

Manufacturer narrative:
All relevant device history records (dhrs) for the treo bifurcate (b2) abdominal stent-graft system (28-b2-28-100s) with final assembly lot# b201202172, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2020, there were no nonconformances or reworks in relation to the device. A review of the device history record showed no issues were found during the manufacture of the device. The pre-case plan and CT studies were requested on (B)(6) 2025 and (B)(6) 2026; however, an email response from the case representative, (B)(6), stated there were no images for this patient. The patient underwent an evar procedure with a treo bifurcate device on (B)(6) 2022. One year later, on (B)(6) 2023, the patient developed an adverse event of cerebrovascular disease. On (B)(6) 2025, the patient experienced the adverse event of transient cerebral ischemia. As the patient exhibited pre-existing comorbidities, it is possible that those impacted neurological functions. However, with the limited information provided and lack of CT imaging, the root cause of the reported failure of stroke could not be determined. In conclusion, a review of the device history records showed no issues were found during the manufacture of the device. With the limited information provided and lack of CT imaging, the root cause of the reported failure of stroke could not be determined.